Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a transmission revealed the right ventricular lead exhibited noise reversion episodes. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the patient was in stable condition. No further information was reported.